Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, (B)(6) 2009, dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold had suddenly increased. The lv lead threshold was reprogrammed and the device's automatic algorithm that monitors the pacing amplitude threshold and adjusts lv outputs was set to only monitor. The lv lead remains in use. No patient complications have been reported as a result of this event.